Event description:
It was reported that the buttress/compression jig assembly was worn/slipping during a trochanteric fixation nail procedure on (B)(6) 2013 causing the assembly to slip and back out slightly. A second set was available and was used to successfully complete the procedure. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history record for lot 4474600 revealed the blade guide sleeve for trochanteric fixation nails was manufactured in (B)(4). Po 323543, dated 3/17/03, for 77 parts, was inspected to the synthes incoming final inspection sheet number mcn006, on 3/18/0. Seventy-seven parts were released to the warehouse on 3/18/03. Mrr 42747 was written because two parts would not fit a go gauge and one part had discoloration. It was found that the parts that did not go were within specification and the part with discoloration was reworked and accepted. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.